Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacing impedance measurements on this right ventricular (rv) lead were high and out of range, and noise was seen. The shock values were normal. No further follow up was scheduled. The patient was not pacemaker dependent. No adverse patient effects were reported.

Event description:
A revision took place, and a new defibrillation portion of the lead was implanted and a new ra lead was connected to the existing device. No additional adverse patient effects were reported. Pertinent as this relates directly to the event, amended MDR to an si report due to the intervention on impact on mdv reporting ln.